Manufacturer narrative:
Additional information section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed the recipient reportedly experienced drainage issues. The recipient reportedly underwent an ear canal closure procedure; however, the issue did not resolve. The recipient reportedly did not tolerate device use. The recipient reportedly elected to explant the device to reduce brain infection risk. The drainage issue is not believed to be device related. The recipient has healed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient reportedly had issues with the implant and would release puss. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.